Manufacturer narrative:
H6; the device codes have been updated to include c53269. The patient codes have been updated to include c50737. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine at 25.0 mg/ml concentration and a dose of 4.159 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient's pump was examined on (B)(6) 2016 and the pump reservoir tilted outward and was loose. The area was painful with palpation and a pocket revision was planned. On (B)(6) 2016, the patient came in for examination and the patient had a blood clot in their knee resulting in the patient being put on blood thinners before the revision. The patient was seen on (B)(6) 2016 and the patient was still on anticoagulants and anticipating knee surgery. The pump revision was rescheduled as the pocket cannot be revised until after the knee surgery and the patient is no longer on anticoagulants. It was indicated the issue was related to the device or therapy. The event was ongoing.

Event description:
On 2019-oct-16, information was received from the patient. During the call, the patient mentioned concern about scar tissue at the pump pocket site. The patient reported the pump moved last year as "the pouch broke and the area where it was moved, has a lot of scar tissue and it [was] painful to any touch". When asked, the patient stated it has always been painful.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated examination on (B)(6) 2017 gave the same results. The pump pocket revision was still on hold due to deep vein thrombosis (dvt) and anticoagulant use, but the patient noted some improvement in the pump pocket pain symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-jul-2017 indicating per (B)(6) 2017 office visit note, the pump had migrated and was pushing outward. No other cause was noted in record. The patient reported they now had permission to temporarily stop xarelto for surgical procedures as of (B)(6) 2017. An examination on (B)(6) 2017 showed pump had migrated and was protruding out. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump pocket was revised on (B)(6) 2018 and the pump was reposition. It was initially noted the catheter was revised on (B)(6) 2018, but later that information was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated examination on (B)(6) 2017 revealed the pump pocket revision was not scheduled until january 2018 due to the patient's request. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.